Event description:
It was reported that during a procedure with this fiber, the tip broke outside the patient. The device was discarded and a new one was used to complete the procedure without reported complications.

Event description:
It was reported that during a procedure with this fiber, the tip broke outside the patient. The device was discarded and a new one was used to complete the procedure without reported complications.